Manufacturer narrative:
Date of event: estimated as (B)(6) 2019. Date of implant: estimated as (B)(6) 2001. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of restenosis and occlusion are listed in the rx herculink elite instruction for use as known potential patients effects associated with the use of the device. A conclusive cause for the reported occlusion, stenosis and stroke, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot #s were not provided. Article title: severe, recurrent in-stent carotid restenosis: endovascular approach, risk factors. Results from a prospective academic registry of 2637 consecutive carotid artery stenting procedures (target-cas). The additional devices referenced are being filed under separate medwatch report#s.

Event description:
It was reported through a research article identifying xact, acculink, omnilink, and herculink devices which may be related to stroke, occlusion and stenosis. Specific patient information is documented as unknown. Details are listed in the article, titled: severe, recurrent in-stent carotid restenosis: endovascular approach, risk factors. Results from a prospective academic registry of 2637 consecutive carotid artery stenting procedures (target-cas).

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.